Event description:
Account states pt was being transferred from one hosp to another facility. Pt being ventilated via ambu bag by ambulance team. The therapist called to ER as pt's status was deteriorating. Pt in respitatory distress and eventually went into cardiac arrest. Therapist attempted to ventilate the pt, but bag was stiff. Pt was inspected and equipment surveyed for proper function. Peep valve removed and pt exhaled large tidal volume. The peep valve appeared to be stiff and no allowing air to be expelled. Pt stabilized and transferred back to ICU.